Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported that since implant if they laid down or moved a certain away they would get a shock/jolt. According to the consumer they had learned how to control stimulation appropriately for it, but when they lowered stimulation it was too low for the pain, and due to a programmer issue they were unable to adjust it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.